Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician placed two leads for a trial procedure. The pt reported the reported pain due to the lead placement. The physician repositioned the leads, to no avail. The pt reported pain when stimulation was turned on intra-operatively. The physician repositioned the leads several times with the same results. The leads were removed and the procedure was abandoned. Note two leads, from the same lot number, were used during the procedure.